Event description:
Oversensing reported on both the right atrial (ra) and right ventricular (rv) leads. 704127145 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).